Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging 0 of 0 boluses in the bolus history. There is no indication the alleged product issue caused or contributed to an adverse event. The reporter refused to participate in troubleshooting activities with animas customer support and disconnected the call. This complaint is being reported because there is an allegation against the delivery function of the pump.